Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location on both sides of the instrument. No signs of thermal damage were observed. Additionally, the instrument was found to have damage to the conductor wire insulation. The insulation damage was found at the grim-crimp location near the breakage. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, the instrument failed the electrical continuity test on three out of three attempts.

Event description:
It was reported that during a da-vinci assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument was observed to a damaged energy string. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use and no damage was found. The reported issue occurred during the lower anterior resection surgical task. The instrument had silver cable broken. There was no allegation of loss of cautery associated with broken/loose cable or thermal damage. The instrument did not collide with any other instrument or tool during procedure. There was no allegation of fragment fell inside of the patient¿s anatomy. There was no patient injury.